Manufacturer narrative:
(B)(4) date sent to the FDA: 2/1/2021 additional information: d9, h6 additional h3 investigation summary: an empty opened foil, a detached needle, and a used suture piece of product code v1059, lot # lb8dtzp0 were received for evaluation. During the visual inspection of the sample, the swage and attachment area of the needle was noted to be as expected, a suture piece was still attached to the barrel hole, the suture ends were noted with damaged, cut by surgical instrument and present body fluids due to use. The product code v1059 contains an absorbable suture and the time of exposure of suture to the environment could not be determined. Due to condition of the sample received no functional test could be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. The following information was requested, but unavailable: how many medical devices were impacted for this specific case? How many procedures were affected by this issue? Where the other events reported? (B)(4) ( 2210968-2020-09692). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a cow underwent a cesarean surgery in 2020 and the suture was used. During the suturing, when the veterinary pull the thread without excessive tension after the passage on the skin, the device broke in the length of the thread. Another like suture was used to complete the procedure.